Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the drill bit ø1 l46/34 2flute (p/n:513.005, lot #: f-26498) was received at us cq. Upon visual inspection, the drill bit was observed to be broken and the broken fragment was not returned. No other issues were identified with the returned device. Device failure/defect was identified. The complaint was confirmed. Investigation conclusion: this complaint could be confirmed as the drill bit was identified to be broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 513.005. Lot: f-26498. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 01 february 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 513.005. Lot: f-26498. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 28 january 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, it was observed the distal tip of the device was broken. However, the root cause for the breakage could not be determined form the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part: 513.005. Lot: f-26498. Manufacturing site: (B)(4). Supplier: sphinx (B)(4). Release to warehouse date: 01 february 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the drill bit was found broken during routine inspection in the sterilization room. It was notified by the nurse that the drill bit not yet used. There was no patient involved. This complaint involves (1) device. This report is for (1) unk ¿ plates. This report is 1 of for (B)(4).